Event description:
It was reported that the patient experienced a low glucose reading of 53 earlier in the day and a subsequent elevated glucose of 222 mg/dl at the time of the call while using the ilet system, with the patient acknowledging they ate and did not meal announce; the patient was transferred to clinical management for assistance. Customer care provided support that included clinical management engagement for user education. Investigation of this case revealed no device malfunction, and the event was consistent with hyperglycemia following unannounced food intake after a prior hypoglycemic episode. No symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the overall glycemic variability but was likely related to unannounced meals contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.